Manufacturer narrative:
(B) (4). (B) (4): device #1: part #12322-01, lot #83032-6h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device #2 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure the right common femoral artery after an interventional procedure. Reportedly, during a abdominal aortic aneurysm (aaa) procedure, two prostar xl devices were used, one in the left common femoral artery and one in the right common femoral artery. The left common femoral artery was closed successfully. However, when advancing the knot down to the artery wall, a suture break occurred in the right common femoral artery. The device was removed and a second prostar xl was used with the same results. A cut-down procedure was performed at the right common femoral artery arteriotomy site and the vessel was surgically sutured achieving hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.